Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/24/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - patient consequences? If yes, please specify. No there were no patient consequences following this incident. It was reported that "...some have gone loose and others have not..." - how many devices demonstrated the alleged deficiency? Between 2 and 3 devices were defective. However, this issue already occurred about ten times (10 others complaints will be opened: :(B)(4).) To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. While using the suture during a promontation, the needle pulled off. Using multiple threads to complete the gesture. Some have gone loose and others have not. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former and one small needle- suture outside its packaging were received for analysis. Product code x31044h, this product code is double armed. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and no needle pull off was noted. Furthermore, marks that appear to be caused by a surgical instrument were observed on the body needle. The functional test was not possible because the suture was received with a short length. The suture was examined, and the extreme was noted to be cut probably caused by a surgical instrument. Besides that, body fluids along the strand were noted. The other section of the suture was not returned for analysis. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.